Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no applicable imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, transvalvular leak is a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for deployed valve exhibiting central regurgitation was unable to be confirmed due to unavailability of applicable imagery. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central or transvalvular regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. As reported, "after valve was successfully implanted, mild central aortic regurgitation (ar) was observed after the pigtail was withdrawn from the valve. The operator believed an immobile leaflet may have caused the central ar. The operator attempted to resolve the central ar by using the pigtail to manipulate the leaflets, but this did not resolve the central ar. It is unknown what may have caused the central ar." In this case, a definitive root cause was unable to be determined at this time, but the event may be due to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, after valve was successfully implanted, mild central aortic regurgitation (ar) was observed after the pigtail was withdrawn from the valve. The operator believed an immobile leaflet may have caused the central ar. The operator attempted to resolve the central ar by using the pigtail to manipulate the leaflets, but this did not resolve the central ar. It is unknown what may have caused the central ar. A second valve was then prepped and deployed. The central ar was resolved to none. The patient was stable.